Event description:
It was reported that during a trial procedure, the physician had difficulty inserting the lead due to patients hypersensitivity. While the physician tried to insert the lead a level above the epidural space, the patient jumped, moved, and even tried to reached back for the needle, so the physician removed the lead as quickly as possible. As a result, three distal contacts got snagged on the end of the needle and sheered off. It was confirmed via x-ray that three contacts remain outside of the patients epidural space. There was no device malfunction suspected. The patient is currently doing fine and is not having any complications. The trial lead was discarded.